Event description:
Bravo ph capsule placed in patient during egd. In recovery the monitor stopped recording. Medtronic technical support was called and after evaluation by the support tech, it was determined that the monitor and the capsule were not communicating. The capsule failed. The study was stopped. Manufacturer response for ph monitoring capsule, bravo ph capsule (per site reporter): technical support called at the time of the event.